Manufacturer narrative:
###A supplemental report is being submitted for investigation summary. Additional information: outflow graft h3:yes h6:FDA method code(s): b17 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d12 product event summary: the ventricular assist device (vad) ((B)(6)) and associated outflow graft with unknown lot number were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed decreases in power consumption and estimated flows leading to parameters below normal operating range within the analyzed period and 211 low flow alarms were logged since (B)(6) 2022. The reported events involving the outflow graft could not be confirmed due to insufficient evidence. Information received from the site indicated that the patient was admitted for the treatment of right heart failure/worsening heart failure that required inotropes, dieresis, and sildenafil. An echocardiogram revealed that the left ventricle was dilated and that there was right ventricular failure. The ventricular assist device (vad) flow improved but then declined again. Several weeks later, the patient was admitted again for low flows. A computerized tomography (CT) scan revealed outflow graft stenosis. The outflow graft was kinked/bent and there was an assumed compression of outflow graft from overwrapping goretex graft. A surgical procedure to remove the goretex graft around the outflow was scheduled. It was further reported that the patient received a right sided mini thoracotomy to remove the overwrapping graft from around the outflow graft. The patient recovered quickly with improvements in flow and was discharged from the hospital one week after the procedure. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow and low power event can be attributed, but not limited, to constriction at the outflow graft due to external compression from the additional surrounding graft placed by the surgeon at implant. Per the instructions for use, right ventricular failure and worsening heart failure are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event., refer to pli 10 for the investigation summary. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the outflow graft lot number, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿ outflow graft model #: 1125 / catalog #: 1125 / device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for the treatment of right heart failure/worsening heart failure that required inotropes, dieresis and sildenafil. An echocardiogram revealed that the left ventricle was dilated and that there was right ventricular failure. The ventricular assist device (vad) flow improved but then declined again. Several weeks later, the patient was admitted again for low flows. A computerized tomography (CT) scan revealed outflow graft stenosis. The outflow graft was kinked/bent and there was an assumed compression of outflow graft from overwrapping goretex graft. A surgical procedure to remove the goretex graft around the outflow was scheduled. The ventricular assist device (vad) and outflow graft remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient received a right sided mini thoracotomy to remove the overwrapping graft from around the outflow graft. The patient recovered quickly with improvements in flow and was discharged from the hospital one week after the procedure.

Manufacturer narrative:
A supplemental report is being submitted for additional information. D4: model #: 1125 / serial or lot#: h6: imf code(s): f19 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.